Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
The subject ICD was implanted on (B)(6) 2017 during a replacement procedure. It was connected to the leads already in place. No abnormalities were observed on the post-procedural follow-up and on the one week post-replacement follow-up. Reportedly, on (B)(6) 2017, one vf episode and several non-sustained episodes were recorded in the device memory, showing oversensing resulting from diaphragmatic myopotentials or noise. Normal leads measurements were observed. The ventricular sensitivity threshold was set to a less sensitive value during the follow-up. Preliminary analysis results confirmed the reported behavior. The observed ventricular oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Event description:
The subject ICD was implanted on (B)(6) 2017 during a replacement procedure. It was connected to the leads already in place. No abnormalities were observed on the post-procedural follow-up and on the one week post-replacement follow-up. Reportedly, on (B)(6) 2017, one vf episode and several non-sustained episodes were recorded in the device memory, showing oversensing resulting from diaphragmatic myopotentials or noise. Normal leads measurements were observed. The ventricular sensitivity threshold was set to a less sensitive value during the follow-up. Preliminary analysis results confirmed the reported behavior. The observed ventricular oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.